Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the doctor aborted procedure on the left eye (os) of a patient when suction was lost at the last 2 seconds as the patient squeezed eye and suction popped off. It was indicated that the doctor chose to abort the case and he was able to lift the flap successfully. The patient treatments were not delayed or cancelled.